Event description:
Add'l info rec'd from MFR 9/24/04: MFR has not submitted a medwatch report for this event. The voluntary medwatch reports indicate the malfunction of the kirschner wire did not result in an adverse event and there was no harm to the pt. MFR has concluded that the event is not reportable.

Event description:
As physician inserted k-wire into right index finger, he tried to remove and reinsert. About 1/2" of k-wire broke off in pt's finger. No injury or add'l problems.